Event description:
It was reported that a malfunction occurred, displaying code malf 24, and the customer¿s pump was not resettable. There was no adverse impact on the customer¿s blood glucose level. Customer service resolved the issue by arranging for a replacement pump to be sent to the customer. The customer was advised to return the faulty pump to tandem using a provided return box and pre-paid label to avoid being billed. Instructions were given on how to put the pump into storage mode and to program settings and connect their cgm to the replacement pump. The customer acknowledged all instructions.